Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported communication issue could not be conclusively determined.

Event description:
During the procedure, a "no thermocouple" error message displayed. The procedure was aborted. There were no adverse consequences to the patient.